Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not recording bolus deliveries. During troubleshooting with tandem technical support, customer verified that the bolus history showed "no recent events". There was no impact to the customer's blood glucose level. Customer indicated that pump would continue to be used for diabetes management until replacement pump received.